Event description:
The customer reported the 6800 system contains lines on the image of the left monitoring during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on-site investigation and found the left monitor power supply failing. A replacement monitor was ordered and installed. The system is now operating as intended.